Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was not working on dc power and that the dc power light is flickering red and amber. There is no information of patient involvement associated with the event as of this time.